Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a melted plastic part. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley at cable routing. A visual inspection of the conductor wire does not show any damage to the insulation. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The complaint regarding the plastic part was melted was confirmed by failure analysis. The probable root cause of thermal damage to the bipolar yaw pulley is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation.